Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 21 2007. It was reported to baxter that three patients presented the same symptoms, fever and chills during use of this particular instrument. It was also reported that after the third incident, the facility's biomedical technician removed the instrument from service and collected a sample for colony count. The sample was sent to independent external laboratory for testing in 2007. Three days later, the results from the testing arrived negative, (colony count for 24 hours, less than 2 cfu/ml). A nurse form the clinic, informed the baxter service technician that the results from the blood culture indicated that this patient had bacteria, which was recurrent. Finally the instrument was placed back into service, after was disinfected according to 1550 instrument service manual. Baxter is monitoring issues like this. If additional information is discovered a follow up report will be submitted.

Event description:
Baxter reported the following incident: a female patient diagnosed with end stage renal disease, experienced an unusual event during a regular hemodialysis treatment. Approximately 30 minutes into the treatment, the patient started complaining of chest pain and developed fever and chills. Per the facility protocol, a blood culture was collected, hemodialysis treatment ended and the patient sent to the emergency room. The patient was discharged from the hospital on the next day and had a subsequent treatment at the dialysis clinic with no further clinical consequences. During the last treatment dr. The patient's nephrologists, explained to the patient that the symptoms, she have presented during the previous treatment were due to a bacteria, but did not specified the type. The patient was dialyzed via catheter. No further information available at this time.